Event description:
An ivc filter extraction procedure commenced to remove a cordis optease filter that was no longer needed, implantation in 2010. This was patient's second attempt at having the filter removed. Patient was under general anesthesia with bp(blood pressure) monitoring by cuff that cycled every 2 minutes. Physician started extraction with right jugular and right femoral access using sheaths. Tried aggressively removing for about 30-45 minutes without success. Filter broke. Tried snaring, unsuccessful. Switched to the 16f cavaclear (f7p23c30a). Lased for about 10 seconds. Cavaclear was used with a cook 18f x 40 cm outer sheath. Cavaclear remained in the outer sheath throughout procedure, never getting further than 1 cm from the opening. Blood pressure dropped, however was unclear when, due to the 2 min cycle time of the bp monitoring by cuff. Injury was to the ivc (inferior vena cava) and a stent was deployed successfully. The ivc filter was never removed, and the patient survived the procedure. The physician believed the injury may have been caused by the cook outer sheath. Philips is not the MFR nor importer of the cook medical outer sheath. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).